Manufacturer narrative:
It has been communicated that the device an/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does becomes available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the device damaged a blood vessel under dura matter during surgery. The dura matter, however was not damaged. According to the doctor, the device was too difficult to perforate. And then it was heated and affected a vessel under the dura meter.